Manufacturer narrative:
Evaluation summary: one delivery system was returned to medtronic for evaluation. The capsule was not returned for investigation. The device was visually inspected for external damage. There were no signs of blood or tissue on the device. The delivery system was not bent and the plunger was not broken. There was no evidence to suggest that the emergency release was implemented. The wire that held the capsule was complete off and the foam gasket was in good condition. As the product was received, the device functioned per specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bravo procedure, the capsule failed to attach. There was no harm to the patient and no intervention was required. There was nothing unusual about the patient or the procedure, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A repeat procedure was performed.